Manufacturer narrative:
The speaker was replaced, the repair was completed and the device was returned to the customer. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Analysis was performed bench repair personnel which included testing the speaker for sound at start-up. The results of the analysis were that the unit provided a beep and sound at start-up. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the speaker was replaced. The device is pending completion of the repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displays an error message "speaker malfunction". The device was not in clinical use at the time of the error. No adverse event was reported.